Event description:
Event description boston scientific received information that approximately three months after implant, this right ventricular lead dislodged and was successfully repositioned. There were no adverse patient effects.